Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during fill 2. The home patient (hp) was connected at the time of the alarm. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. The technical service representative (tsr) advised the home patient (hp) to start over with new supplies. There was no adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.